Event description:
Customer's mother reported hospitalization due to diabetic ketoacidosis. The current blood glucose reading is 91 mg/dl. Customer experienced nausea, vomiting, headache and ketones. Diagnosed diabetic ketoacidosis. The blood glucose reading at the time of the event was 390 mg/dl. The blood glucose reading would not decrease. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.